Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: two photos were returned for investigation and observed fluid leak past the stopper into the plunger. However, no sample was returned to investigate on the nonconformance. Returned sample showed the reported defect. DHR review: reviewed syringe DHR and no quality notification was raised for the reported batch. No abnormality detected during production of the reported batch. The silicon content, breakout and sustaining force and leak test pass the specifications. Manufacturing review: the preventative maintenance, calibration and equipment history records were reviewed and no abnormality was observed. Root cause: reviewed the DHR and the silicon content, breakout and sustaining force and leak test pass the specifications. No abnormality observed during the production of the reported batch. No sample was returned to investigate the nonconformance, hence root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. UDI #: (B)(4).

Event description:
It was reported that the plunger on a 20ml precise syringe luer-lok¿ tip was difficult resulting in leakage during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: one representative sample in sealed package was returned for investigation. The sample was subjected to visual inspection and no abnormality was observed. The sample was subjected to leak test per test procedure 80005455 and no leakage was observed. The sample was subjected to the breakout and sustaining test and the results were within specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause could not be determine. Continue to monitor the nonconformance.